Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient had ineffective stimulation due to the stimulation auto reducing when attempting to increase the stimulation. There was high impedance issue observed on all sixteen contacts prior to the procedure from the t9-t10 location. Lead was explanted, and a new lead was implanted at the t9-t10 location as a result to resolve the issue. There were no complications during the procedure. Therapy was restored post procedure. Patient was stable.